Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was that the patient reported that for the past few weeks they had been having bladder leaks. They were getting up in the middle of the night to go to the bathroom and by the time they got there, their depends were full. The patient had 2 implanted systems, one on the left and one on the right. After troubleshooting, it was determined that the patient had their external components mislabeled. The patient was able to connect to the left side system, which is implanted for bladder and found that the therapy was off. Patient turned therapy back on and adjusted to a comfortable level. Patient will maintain stimulation and adjust as necessary. The patient will look for right side handset and call back if assistance is needed.